Event description:
A patient reports while activating a pod the cannula had not deployed. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The pod was not worn.

Manufacturer narrative:
A reportable event has not occurred; therefore, no regulatory report required. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.